Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one vessel dilator was returned for evaluation. Gross and microscopic visual were performed. The investigation is confirmed for dilator tip damage as deformation of the distal dilator tip and bend was noted to the vessel dilator. The distal tip of the vessel dilator appeared to be blunt and appeared to have cracks. However, the investigation is inconclusive for the reported difficult to insert as the exact circumstances at the time of the reported event are unknown and the reported event could not be reproduced. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during port device implant, the tip of the dilator was allegedly damaged and could not be inserted. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that during port implant, the tip of the dilator was allegedly damaged and could not be inserted. It was further reported that another device was used to complete the procedure. There was no reported patient injury.